Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility regarding a patient receiving unknown baclofen 500mcg/ml for a total dose of 43.54mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient had a history of multiple sclerosis with spasms affecting neck, back, and shoulders and lower extremities. The patient had been taking oral cd52-directed cytolytic monoclonal antibody for two years and has been significantly improved on this medication. The patient was considered for implantation of the baclofen pump. On an unspecified date, the patient underwent the trial injection of baclofen and did extremely well after injection. Tone remitted substantially and their gait improved to near normal. A right upper quadrant manufacturer pump and intrathecal catheter using an ascenda catheter was implanted a month later. The healthcare provider (hcp) reported in the operating room (or) report that the pump was secured (including purse string suture around the muscle and catheter; pump secured to underlying abdominal fascia using 0 ethicon sutures x3). The subcutaneous tissues were closed using sutures and skin closed using staples. An abdominal binder was also placed. There were no complications and the patient was transferred to the recovery room in good condition. The patient was receiving intrathecal baclofen therapy 500mcg/ml for a total dose of 25mcg/day simple continuous infusion. At second post-operative visit the dose was increased to 25.5mcg/day. Next month, the patient returned to the office due to feeling the need to increase baclofen dose. The pump was reprogrammed to 26.49mcg. After additional visits, the baclofen pump rate was changed to 29.98mcg/day. A month afterwards, the patient reported they noticed a slight improvement, but would like the dose increased. The dose was increased 10% per standing orders to 22mcg/day. The hcp answered the patient's questions regarding the pump and associated sensations (pump flipping, appetite, etc.). After a few more weeks, the patient reported that they continue to feel tight. The dose was increased to 37.9mcg/day. Into the next month, the patient continued to feel tight. The dose was increased to 43.54. At the end of that month, the patient reported the baclofen pump was moving occasionally and caused discomfort. The patient consulted with the surgeon. The surgeon noted the pump had become mobile in part because of significant weight loss (>50 pounds) and was scheduled for surgery to reposition the pump, but then had an episode of altered consciousness the day prior to surgery. This episode could have been related to the medications that the patient was taking to counteract the effects of the pump not being as effective. The patient was safe to take to or the next day for exploration of the baclofen system. The procedure noted that the old pump was removed; one suture still intact holding the pump in place. The catheter appeared intact and not coiled. The catheter was disconnected from the pump and there was no difficulty aspirating cerebrospinal fluid (csf). The pump segment was revised in case repeated twisting had damaged the catheter. The pump was placed in a mesh pouch. The procedure was completed as usual and the patient tolerated the procedure well. The location where the event occurred was noted as the hospital. The outcome attributed to the adverse event was noted to be other serious (important medical events). The patient's weight was (B)(6) kg. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) indicated the cause of the tightness was not definitively determined, and that it was a possible infection. It was stated the cause of the altered mental status was noted to probably be due to polypharmacy. It was stated that the cause of the pump movement was due to the patient losing a large amount of weight in 3 months since pump placement. It was stated that the patient stated they lost 50 pounds, but records showed that the patient lost 30 pounds since pump implant in june until the time the pump was replaced. It was noted that the catheter was not twisted, and that there was no indication in the records that the catheter had twisted. It was stated that the patient¿s weight at time of admission on (B)(6) 2018 was (B)(6) pounds. It was also stated that he patient¿s weight was (B)(6) pounds on (B)(6) 2017 and that was where the records showed a 30-pound weight loss. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from saol therapeutics reported the patient weighted (B)(6) kg on (B)(6) 2017 and (B)(6) kg on (B)(6) 2017. Additional medical history included spasticity (indication for use) due to multiple sclerosis preoperatively. Concomitant products included the following medications: excedrin migraine (aspirin-acetaminophen-caffeine) 250-250-65 mg tablet at 2 tablets every 6 (six) hours as needed, bisacodyl 5 mg tablet at 1 tablet 1x/day as needed, carboxymethylcellulose sodium 0.25% at 1 drop into each eye 1x/day, zyrtec (cetirizine) 10 mg tablet at 1 tablet 1x/day as needed, benadryl (diphenhydramine) 25 mg oral capsule at 1 capsule 1x/day as needed, vitamin d2 (ergocalciferol) 50,000 unit capsule at 1 capsule 1x/week, claritin (loratadine) 10 mg tablet at 1 tablet 1x/day as needed, ativan (lorazepam) 1 mg tablet at 1 mg every 6 hours as needed, zantac (ranitidine) 150 mg tablet at 150 mg, 1x/day as needed and senna-s (senna-docusate) 8.6-50 mg tablet at 6 tablets, 1x/day as needed. On specified dates, the patient started treatment with neurontin (gabapentin) 300 mg oral capsule at 900 mg 3x/day, lioresal (baclofen) 10 mg tablet at 20 mg, 3x/day as needed, roxicodone immediate release 5 mg tablet at 1-2 tablets every 4 (four) hours as needed, cymbalta (duloxetine) 30 mg delayed release capsule at 1 capsule 1x/day, restoril (temazepam) 15 mg capsule at 15 mg at bedtime as needed and restoril 30 mg capsule at 30 mg at bedtime as needed. Following pump placement in (B)(6) 2017, the patient had reduced appetite and lost weight till (B)(6) 2017. On an unreported date (3 weeks prior to (B)(6) 2017), the patient was being treated with baclofen 500 ¿g/ml at 1.8142 ¿g/hr (43.54 ¿g/day). The baclofen pump was noted to be not working and was felt to be malfunctioning as the pump had become mobile and repeated twisting had damaged the catheter. The patient was put on oral baclofen and already scheduled for pump replacement on (B)(6) 2017. On 1(B)(6) 2017 night, following the administration of gabapentin, oxycodone, duloxetine, temazepam and oral baclofen; she was admitted for altered consciousness and unresponsiveness on (B)(6) 2017. The patient awoke with narcan (naloxone). Subsequently, thereplacement was rescheduled to (B)(6) 2017. On (B)(6) 2017, the right upper quadrant of synchromed ii pump was repositioned and the pump segment of catheter was revised with an ascenda catheter (model # 8784; new total catheter length was 83.2 cm) and a mesh pouch was placed around pump (model # 8590-1). On (B)(6) 2017 (also reported as (B)(6) 2017), the patient was discharged with no change in baclofen therapy. No additional information was provided.